Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a posterior cervical foraminotomy, the bur broke and could not be removed from the attachment and hub. It was also reported that there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that issues identified with the associated attachment (5407120950c sn (B)(4)) contributed to the bur break. During evaluation of the attachment widespread corrosion was observed. The quality investigation is complete.

Event description:
It was reported that during a posterior cervical foraminotomy, the bur broke and could not be removed from the attachment and hub. It was also reported that there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.